Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. Alarm 241 - "temperature of blower high" was triggered frequently due to clogged filters. Changing the filters has solved the issues. Root cause of failure was determined due to user fault - lack of maintenance / filter exchange. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite,removed the filter and found it filled with dust. The filter was replaced and testes. Ran ovp (operational verification procedure) and the unit passed all test and runs according to OEM (original equipment manufacturer) specifications. The reported "overheated " issue could not be duplicated. Updated to .19 and the check out was completed without issues. The logfiles were downloaded and sent to technical suppport for review. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that while on use on a patient, the bellavista 1000 us alarmed over heating. Furthermore, the unit was removed but no patient harm reported.